Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was used during a ureteroscopy and stone fragmentation procedure. According to the complainant, during the procedure, the balloon was inflated with contrast and a leveen inflator included with the kit, when it burst at approximately 4 atm. The device was removed and the patient's stones were successfully removed. The physician completed the procedure with this device with no complications and the patient was reported to be "stable" post procedure.

Manufacturer narrative:
(B)(4).